Event description:
It was reported that stent damage occurred. A 3.00x28mm promus element plus stent was selected to treat the target lesion; however the device was unable to cross the lesion. When the device was removed, it was noted that the distal end of the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device revealed that there was no damage to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00x28mm promus elementplus stent was selected to treat the target lesion; however the device was unable to cross the lesion. When the device was removed, it was noted that the distal end of the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).